Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient's physician prescribed a medication for the skin irritation. Follow up indicated that the skin irritation improved.